Event description:
It was reported that during a da vinci-assisted sigmoid colectomy with liver resection surgical procedure, the maryland bipolar forceps instrument was used for a surgical task and the wire snapped. No fragment fell inside the patient. The user completed the procedure using the same system. No known impact or patient consequence was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and found to have charring and localized melting of both bipolar yaw pulleys, between the grips. The instrument passed the electrical continuity test in both grips. During the visual inspection, failure analysis did not find any cable or wire broken/snapped. The complaint was confirmed by failure analysis.